Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display acts like someone is touching it when no one is. Shifts between screens by itself. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit display reproduces text and graphics, however the touch screen is unresponsive. The screen and menu selections occurred automatically. The touch screen was found to be defective. The touch panel was replaced and the unit functioned as designed.